Event description:
A customer contacted beckman coulter inc. (Bci) stating that liquid spilled onto sample tube caps and sample racks due to the cap piercer blade wash cup was not completely drained. No injury was reported. The customer's lab has biohazard spill protocol.

Manufacturer narrative:
The field service engineer (fse) instructed the customer to remove the piercing blade and wick from the cup, and to clean the debris from the cup area. The instrument resumed after the customer cleaned the cup.